Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The iesu was found to have no issues during visual inspection. The error c-33 was confirmed during cautery activation. The iesu will be returned to the original equipment manufacturer. The probable root is attributed to a defective iesu.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, errors c-33, m-02, and c-00 appeared on the erbe integrated electrosurgical unit (iesu) on startup and during use. The procedure was completed with no report of patient injury. Intuitive followed up and confirmed that the procedure was completed with the same generator.